Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-01881. This report is associated with MFR report number: 3005168196-2019-01882.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs) and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous. During the procedure, while attempting to advance a podj through the lantern, the physician experienced resistance. Then the podj unintentionally detached while being retracted within the lantern. The physician then removed the lantern with the podj inside. Additionally a ruby coil detachment handle (handle) dropped on the floor prior to use and therefore, were not used in the procedure. The procedure was completed using a new microcatheter and two podjs. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 8.0 cm from the proximal end. The pull wire was within the alignment feature of the pusher assembly distal detachment tip (ddt). The proximal constraint sphere was intact with the embolization coil. Offset coil winds were present along the length of the embolization coil. Conclusions: evaluation of the returned pod pc confirmed a detached embolization coil. Further evaluation revealed the pet lock was intact on the proximal end of the pusher assembly and the pull wire was within the alignment feature of the pusher assembly ddt. If the pod pc is forcefully retracted against resistance, the pusher assembly may elongate past the reach of the pull wire and the proximal constraint sphere will likely become detached from the pusher assembly ddt. Further evaluation revealed a pusher assembly kink and offset coil winds throughout the embolization coil. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Evaluation of the returned lantern revealed ovalizations near the distal tip. If the device is forcefully gripped or pinched during the procedure, damage such as ovalizations may occur. This damage likely contributed to the resistance experienced during manipulation of the pod pc within the lantern. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01882.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs) and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous. During the procedure, while attempting to advance a ruby coil through the lantern, the physician experienced resistance. Then the ruby coil unintentionally detached while being retracted within the lantern. The physician then removed the lantern with the ruby coil inside. Additionally a ruby coil detachment handle (handle) dropped on the floor prior to use and therefore, were not used in the procedure. The procedure was completed using a new microcatheter and two podjs. There was no report of an adverse effect to the patient.